Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a lead safety switch due to high, out of range pace impedance measurements. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
--

Event description:
--